Manufacturer narrative:
(B)(4).

Event description:
It was reported that an episode of non-sustained rv oversensing that was caused by post-paced t-wave oversensing was observed. The patient was asymptomatic. The recommended programming change was made, and the patient will be followed normally.